Event description:
Report from 54 year old female pt who had a lippes loop intrauterine device inserted in 1974 and in 1995 developed a pelvic abscess for which she had a hysterectomy. She was told by her physician the device could be left in until post-menopause. Pt had papani colaou smear approx every 2 years. She is now on hormones. Denies medical or gynecological history. On no other medication at that time.